Event description:
It was reported that pump experienced malfunction alarm with displayed code and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Caller contacted technical support, received guidance to reset pump, successfully performed reset with no recurrence of malfunction, and was advised to continue using pump, which caller understood and accepted.